Manufacturer narrative:
(B)(4).

Event description:
It was reported that the day after the implant procedure, the patient experienced symptoms. On (B)(6) 2016 the patient experienced cardiac tamponade. On (B)(6) 2016 an echocardiogram was performed which revealed a pericardial effusion and a pericardiocentesis was performed. On (B)(6) 2016 the physician successfully repositioned the lead and all lead electrical values were in range. The patient was in stable condition and was discharged.